Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated and displayed a 'possible device malfunction' warning. The ICD is was removed.